Manufacturer narrative:
A review of lot c355 was performed and there were no nonconformances associated with this lot. This lot met release requirements. Trends were reviewed for complaint categories, alarm #45: red blood cell pump alarm and drive tube leak/break. An upward trend was detected for alarm #45. No trend was detected for drive tube leak/break. Alarm #45 was investigated through CAPA (B)(4) and CAPA (B)(4). Both capas have been closed. Drive tube breaks were investigated through CAPA (B)(4), which has been closed, and CAPA (B)(4). A photo analysis was conducted for this complaint. The analysis of the photographs verified a blood leak occurred. However, based on the information available. It could not be determined if the product met specifications. Based on the analysis for this complaint, no remedial action was taken. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4).

Event description:
Customer reported a blood leak in the centrifuge during a double-needle mode treatment. 647 ml processed. Customer stated the instrument gave a red cell pump alarm. When he stopped the centrifuge, he noted a quarter-sized leak underneath the drive tube latch. No service order was dispatched. The customer returned photos for investigation.